Manufacturer narrative:
(B)(4). Results of investigation: the suspect faulty main printed circuit board was returned for evaluation where the events log was reviewed and found multiple transducer faults recorded. Upon initial evaluation the transducers passed calibration however after cooling the transducers, the exhalation differential pressure calibration failed. This issue is part of an internal investigation.

Event description:
The customer stated that when turning on this unit it gives a "vent inop" error. Upon further evaluation of the failure, a transducer fault was discovered. There was no patient involvement at the time of the incident.